Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013, patient underwent spine fusion surgery in the cervical region of spine vertebrae c1 to c2. Reportedly, the patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., over the posterior elements). Allegedly, "patient's post-operative period was marked by a period of improvement, followed by progressively worsening neck pain, radiculopathy, and difficulty swallowing. The patient continues to experience chronic neck pain, with pain radiating to her right shoulder, headaches, numbness in her fingers, and difficulty swallowing. She experiences extreme pain and burning, and requires use of a neck brace with certain activities."

Manufacturer narrative:
Additional info: products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013: the patient was diagnosed with post-traumatic post whiplash severe migraine headaches. C1-c2 post-traumatic post whiplash lateral ligamentous instability. Significant cerebellar tonsillar ectopia (cte)/ arnold-chiari type 1 syndrome with foramen magnum compression, cervicomedullary compression. C1 capsular synovitis with cervicomedulalry compression. Cranial- cervical syndrome. Radiculomyelopathy. Severe post-traumatic chronic pain syndrome and underwent the following procedures: placement of patient in mayfield/stealth/doro radiolucent 3-point fixation stereotactic head clamp. Careful positioning into the posterior prone position on the jackson spinal table with dynamic fluoroscopic guidance with radiological on-site interpretation and active electrophysiological spinal cord monitoring. C1-c2 trans articular minimally invasive bilateral lag screw fixation. C1-c2 bilateral posterolateral minimally invasive autograft and allograft fusion. Allograft preparation with crushed bone cancellous bone and trinity evolution adult stem cell preparation. Local autograft harvest. Bilateral sub occipital craniectomy for decompression of the foramen magnum and inferior posterior fossa and cervicomedullary junction. Repair of dural midline occipital c1 opening with synthetic dural patch graft and dural patch graft glue. Use of stealth frameless stereotactic cranial and spinal neuronavigation system for perioperative planning and intraoperative image guidance. Use of the o-arm intraoperative CT scanner for perioperative planning and intraoperative image guidance in concert with the stealth system. Use of dynamic fluoroscopy. Use of intraoperative electrophysiological spinal cord monitoring including the emgs, motor evoked potentials, and somatosensory evoked potentials. As per op-notes,¿ we then decorticated the dorsal lamina of c1 and c2 with the drill with a 6mm cutting bur. We prepared bilateral burritos which consisted of special infused soaked sponges soaked in rhbmp-2 and wrapped around a combination of the autograft material from the craniectomy. We placed the burritos and then the free bone material.¿ the patient tolerated the procedure well without any intra-operative complications.